Manufacturer narrative:
Per visual inspection: dose window missing. No physical damage to cartridge holder. Front shell does not fit securely to inpen. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Inpen does click when attempting to dispense dosages. No dust and debris were noted on the leadscrew or dose knob assembly during testing. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received without dose window. Therefore, the customer concern of dose window broke off was confirmed. Cap anomaly was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that customer noticed an inpen was not clicking when the customer tried to dispense it. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed and the customer experienced damage to the dosing window and the dose knob/dial would not click. No harm requiring medical intervention was reported. Mmt-105nnblna was requested and the customer response was the device returned.